Manufacturer narrative:
Pump was received with no audio tone/beep due to broken component on interface board. Pump passed lead screw occlusion test.

Event description:
Customer reported that she was not able to hear alarms. Customer stated that she performed self-test. However, no audible tones occurred.